Event description:
A health care professional reported that intra ocular lens was displaced during the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. As preventive measures, the company service representative carried out maintenance of the system including review of galvos, pockell timer, cavity adjustments, pockell cell adjustments and general tests. Unrelated to the reported event, the inner and outer patient interface (pi) sensors were replaced. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).